Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and a new gde (gas delivery engine) was ordered for the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ii ventilator went inoperable the issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.